Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation of pneumoperitoneum pressure would not increase was not confirmed. During the visual examination and operation, no abnormality could be confirmed. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
An olympus employee reported on behalf of the customer, the high flow insufflation unit pneumoperitoneum pressure would not increase during an unspecified therapeutic procedure. The pneumoperitoneum pressure was set higher than usual, and the procedure was completed. There was no report of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The reported malfunction could not be reproduced, and the cause of the phenomenon could not be identified. The following were performed using the cylinder and lumen model of the equipment, but the phenomenon could not be confirmed: ·aging for 1 hour ·pressurized by hand while pumping air and checked for errors. ·decrease air pressure and check the air supply status. ·repeatedly turn the power on and off. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported malfunction. The DHR confirmed that the subject device was shipped in accordance with the specifications. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was provided regarding this event. The unspecified procedure was a gastroenterological surgery. The procedure was delayed by an estimate of 5 minutes and the patient was under general anesthesia.